Event description:
On (B)(6) 2014, the lay user/patient¿s parent contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began at 8:24pm on (B)(6) 2014. The reporter stated that the patient obtained a blood glucose reading of ¿high over 600mg/dl¿ on the subject meter. The patient manages their diabetes with an insulin pump. The reporter stated that the patient administered 2.8 units of humalog insulin at 8:24pm. The reporter stated that, approximately one hour later, the patient developed symptoms of ¿convulsions and hallucinations.¿ the reporter stated that the patient treated these symptoms with 16oz of juice. The reporter stated that the patient tested their blood glucose on another unknown device and obtained a reading of ¿58mg/dl¿ at 9:55pm. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). A control solution test passed with results within the accepted range as printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 11/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.